Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. Customer's blood glucose level was 187 mg/dl. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.